Event description:
Patient revised to ceramic on ceramic due to persistant groin pain. No infection identified. Date of implant - 2007, date of revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.